Manufacturer narrative:
Upon completion of the investigation into this event a follow-up report will be submitted.

Event description:
Received a FDA medwatch report which stated that a mesh was implanted in 2019 at va hospital. Noticed severe pain in late 2021 and early 2022. Suffered severe pain and scar tissue since. Surgeons have expressed the mesh cannot be removed.